Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cystoduodenostomy surgical procedure, the front end of the harmonic ace instrument fractured and a fragment fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation:intuitive surgical, inc. (Isi) received the harmonic ace instrument with an alleged issue to perform failure analysis. The instrument was found to have broken blade at the base of the blade. A piece approximately 10mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was not returned. The components adjacent to this broken blade did not show damage.